Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 156-157 mg/dl. Customer declined to further troubleshoot with tandem technical support. No additional information was provided.